Event description:
During the review of the patient programming history, it was revealed that high lead impedance was present during an appointment on (B)(6) 2004. The patient was said to have been referred for lead and generator revision at that time. Last known diagnostics performed on (B)(6) 2004 were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date. The explanted device was not returned to the manufacturer for analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contributed to a death or serious injury.